Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages (sf197 and sf101) related to a stuck outlet flow sensor and pressure measurement. The device was not in patient use when the reported event occurred.